Event description:
It was reported that noise was on the right ventricular and right atrial channels. The noise was reproducible with pocket manipulation and isometrics. Fluoroscopy confirmed no damage to the leads or insulation. The leads were overlapping in the subclavian vein; they may have been rubbing together. The patient was asymptomatic. The right ventricular lead was capped and replaced on (B)(6) 2018. The atrial lead remains implanted. There were no complications with the case.